Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and advised them to contact support if the malfunction code recurred. The customer understood and acknowledged the instructions, and continued using the pump without further issues.